Event description:
It was reported that the patient had a loss of therapeutic effect. Patient had good relief until her implant was replace due to battery depletion. She was in group 2 at 6.6. Patient services helped patient to go to group 3 at 1.0. Patient to monitor and it was noted that the patient¿s status was unknown. It was reported over a month later that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. Additional information received reports the patient reports a shocking or jolting sensation. Two nights ago, she went to turn off the stimulator because she had pain all the time. It was noted that the patient always had pain. She had pain all the time as long as she had device she had pain. When she tried to turn off, she experienced an electric shocks in her buttocks area. This last shocking was so bad which started the day before report event. She also mentioned she had a shock one time before many years ago. She also had cancer since about 40 years ago and removed uterus and the whole thing. Patient couldn¿t clarify. She had a hysterectomy. The patient was going to have the device removed and to forget it since the device was bothering her all the time. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3023, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3093-28, lot# j0319973v, implanted: (B)(6) 2004, product type: lead. (B)(4).